Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump experienced a prime anomaly. It was reported that insulin continued to drip after motor stopped during the priming process after releasing the act button. Customer's blood glucose was 200 mg/dl at the time of incident. The product will not be returned.